Manufacturer narrative:
Software investigation has not been completed. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the navigation system became unresponsive. No further details of the issue, or when in the procedure it occurred, were provided. In trouble-shooting, the medtronic representative performed a hard shut-down, re-booted the navigation system and normal function was restored. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.